Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the bedside staff reported ectopy overnight and the intensivist performed a point-of-care ultrasound (pocus), finding the impella to be slightly deep. The impella support level was reduced from p3 to p2 in response. During morning rounds, cardiac surgery (cs) reviewed the case and decided not to adjust the impella depth at this time. Ectopy improved by the next morning. The impella remained at p2, though with some episodes of preventing retrograde flow. The patient required cardioversion at that morning for rapid atrial fibrillation (afib). The patient's outcome at the time of explant was survived and was successfully weaned.